Event description:
It was reported that during a da vinci-assisted procedure, 8mm large suturecut needle driver instrument had broken cables. The site completed the procedure using a back-up instrument and there was no reported patient injury. Intuitive surgical, inc. (Isi) completed customer follow-up obtained the following: the instrument was inspected prior to use and there was no damage noted. The customer explained there were no instrument collisions during the use of the instrument and wire broke during suturing.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large suturecut needle driver instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.